Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock. Upon review of the episode, it was determined that oversensing of noise caused the shock to be delivered. The patient was seen in the clinic for troubleshooting, where the noise from the episode was not able to be recreated. X-rays were performed and showed no kinks or bends in the electrode, and the terminal pin appeared to be fully inserted in to the device header. The device vector was reprogrammed from primary to secondary and no noise or artifact was provoked. Technical services discussed the noise was consistent with the sense b node issue; as sensing appeared appropriate in the secondary vector, it was recommended to keep this vector programmed because the sense b node is not used in secondary and to continue to monitor the patient and device in the remote monitoring system. No adverse patient effects were reported outside of the inappropriate shock that was received. The device remains implanted and in service. It was later reported that a review of the first latitude transmission with the new sense vector programmed showed no noise or oversensing.